Event description:
It was reported that reamer fractured during knee procedure in 2006. Both pieces of instrument were retrieved and no patient injury was reported.

Manufacturer narrative:
A retrospective review of co file was performed on october 9, 2007. Initial assessment did not determine event details to be reportable as no impact to patient was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation found evidence that instrument fractured due to fatigue initiated from previous use.